Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. A redraw sample was tested at another laboratory and the result was negative. Repeat testing was performed on the initial sample and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.